Manufacturer narrative:
Follow-up # 1: the retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 28, 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch ultra2 meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the same morning that they contacted lifescan. The patient reported that they were unable to test on the subject meter due to repeatedly obtaining an error 4 message. The patient manages their diabetes with self-adjusted insulin. The patient did not take any action in response to the alleged issue. The patient reported that one hour later they suddenly developed a symptom of "unable to see, problem with vision". The patient denied receiving any treatment for this symptom. The patient stated they did not want medical surveillance to call them back with follow up questions to clarify the details of the reported incident. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as the patient may have suffered a serious injury related to hyperglycemia after the alleged issue began.